Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had issue with the buttons since he was driving currently. Customer's blood glucose level was unknown. The insulin pump was not particularly user friendly and it¿s slow and unresponsive. Customer reported that auto mode only works well for a short period of time. The sensor will not be returned for analysis.